Event description:
It was reported that there was a hair between the spike of the bd phaseal¿ spike connector (c180j). The following information was provided by the initial reporter, translated from japanese to english: after unpacking, the hcp spiked a saline dilution bag with c180j and then noticed there was a hair between the spike and c35j of c180j. According to the bdj¿s sales rep.¿s information, upon product returning, the hair had been cut, and a part remained between the spike and c35j, and the other part was separated from the product and found in the sterilized package; the original hair was quite long.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a hair between the spike of the bd phaseal¿ spike connector (c180j). The following information was provided by the initial reporter, translated from japanese to english: after unpacking, the hcp spiked a saline dilution bag with c180j and then noticed there was a hair between the spike and c35j of c180j. According to the bdj¿s sales rep.¿s information, upon product returning, the hair had been cut, and a part remained between the spike and c35j, and the other part was separated from the product and found in the sterilized package; the original hair was quite long.

Manufacturer narrative:
H6: investigation summary: two photos and one physical sample were provided to our quality team for investigation. Upon visual inspection, a hair was observed between the connector and spike. A device history review was performed for the reported lot 2205211, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure.